Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a blood glucose (bg) level of 262 mg/dl and a correction bolus was delivered to address the high bg level. The customer indicated that the original pump basal setting had to be adjusted by the healthcare provider. There was no reported device malfunction.